Event description:
Per medwatch report mw5175316: apl tested in bag mode; apl valve was set at 30cmh2o with 4ltrs of flow the circuit pressurized to 43cmh2o and would not release back to 30cmh2o. Mfg was notified and witnessed the event and replaced the apl valve. After replacing the apl valve, the pressures would stay at are close to 30cmh2o within 2-3cmh2o.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no report of patient involvement. D4 serial number: not provided d4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Block h4: date of device manufacture year is 2015. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.